Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event in the night. Emergent food intervention by her husband was required to elevated her blood sugar level. This is being reported as an adverse event under the FDA medwatch regulations. The meter in question will be returned for evaluation, the test strips were all used up and will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.